Event description:
It was reported that the patient presented for in-clinic follow up. Upon interrogation the right ventricular lead was noted to have elevated capture threshold and low pacing impedance. A chest x-ray and computer tomography confirmed that the lead had perforated and was in the pericardium. The patient was scheduled for revision. During the procedure the helix was unable to be retracted due to a tissue clog. The lead was explanted and replaced.

Manufacturer narrative:
The reported events were cardiac perforation, a helix mechanism issue, unacceptable threshold, and low lead impedance. As received, a complete lead was returned in one piece with the helix found partially extended and clogged blood/tissue. A tip stiffness test was performed and the results within specification. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the helix was stretched consistent with the procedural damage. The helix mechanism extension length test was unable to be performed due to procedural damage to the helix. The cause of the reported event of a helix mechanism issue was isolated to helix being stretched and clogged with blood/tissue. The reported events of unacceptable threshold and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.